Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. The reported noise and oversensing were likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead were surgically abandoned due to noise and oversensing. A new rv and ra lead were successfully implanted. No adverse patient effects were reported.